Manufacturer narrative:
Follow-up received on 29-mar-2016: legal claim received. The consumer was (B)(6) years old at the time of essure insertion (mid 2006). Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils did not appear to be in the proper position. On (B)(6) 2006, plaintiff had x-rays taken of her essure coils, and it was determined that her essure coils were entangled and outside of her fallopian tubes. On that same date, plaintiff underwent a tubal ligation and had the essure coils removed. Nonetheless, plaintiff subsequently experienced increasingly severe pain and discomfort, including heavy menstrual bleeding, migraine headaches, fatigue, bladder infections, constant uti's, and painful menstrual cycles. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. After years of experiencing pain and suffering, plaintiff underwent an ultrasound on (B)(6) 2015 which revealed a foreign object in her uterus. Plaintiff underwent a hysterectomy on (B)(6) 2015 and surgeons later advised her that she had essure coil fragments embedded in her uterus. Additionally, it was reported that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6)-year old female consumer/plaintiff who had essure inserted and it was reported that the coils were outside of the fallopian tubes, embedded together in her pelvic wall. The coils were removed. Nine years after the essure coils were removed, it was found that a foreign object was detected in uterus, appears to be a coil fragment from the essure device, these fragments were embedded in her uterus. A hysterectomy was done. Consumer believed her body had been poisoned by the essure device. All events, except for metal poisoning, are listed in the reference safety information for essure and according to technical analysis (device breakage). In this case, the exact date and mechanism of essure embedment were not known. The device breakage may have occurred during the first surgery while removing the essure coils. Based on the nature of these events, a causal relationship with suspect insert cannot be excluded. With regards to the metal poisoning, it is unlikely that the amount of nickel released would be sufficient to cause it; therefore a causal relationship can be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. According to the product technical complaint, there is no reason to suspect a causal relationship between reported medical events and quality defect. Further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2268, awareness date 30-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2006. Additional information received on 31-oct-2015 and 22-nov-2015 (ptc investigation result). The consumer reported she was given an oral sedative for the procedure and the pain was horrible. The doctor had difficulty placing the coils. The procedure was not the simple, pain-free experience that it was advertised to be. Weeks later, she had the x-ray to confirm the placement of the coils. The doctor told her she wanted a second opinion on the x-ray, and advised her to stay on her previous birth control. She called her a few weeks later, and told her that the procedure had failed. The doctor advised a tubal ligation and she would remove the coils at that time. The consumer agreed. The surgery was performed and the coils were removed. The coils were outside of the fallopian tubes, and embedded together in her pelvic wall. For several years, she had been suffering from urinary tract infections, skin/rash issues, abdominal pain, severe menstrual cramps, lower back, hip, and leg pain, tinnitus, and migraines, etc. In (B)(6) 2015, nine years after the essure coils were removed, the consumer finally found a medical professional that ordered an ultrasound. A foreign object was detected in her uterus. She ordered an abdominal x-ray. The object appeared to be a coil fragment from the essure device. The consumer was scheduled for a hysterectomy in (B)(6) 2015. This would be the second surgery that she would suffer due to the essure device. She stated that she now knew about the pet fibers that have contaminated her body for nine years. Her body had been poisoned by the essure device, and she did not know how that would affect her health. She was scared and frustrated and angry. A sharp metal coil had been cutting through her internal organs for 9 years. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event(s) and quality defect. Company causality comment this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that coils outside of the fallopian tubes, embedded together in her pelvic wall (seen as device dislocation into abdominal cavity). The coils were removed. Nine years after the essure coils were removed, it was found that a foreign object was detected in uterus, appears to be a coil fragment from the essure device (seen as device breakage). A second surgery (hysterectomy) was scheduled. Her body had been poisoned by the essure device. All events, except for metal poisoning, are listed in the reference safety information for essure. All events are serious due to their medical importance. In this case, the exact date and mechanism of dislocation were not known. The device breakage may have occurred during the first surgery while removing the essure coils. Based on the nature of these events, a causal relationship with suspect insert cannot be excluded. With regards to the metal poisoning, it is unlikely that the amount of nickel released would be sufficient to cause it, therefore a causal relationship can be excluded. This case was regarded as incident since a device removal was required and a second surgery will be performed. Additionally, non-serious events were reported. According to the product technical complaint, there is no reason to suspect a causal relationship between reported medical event(s) and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.